Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 29-jun-2017 with the following findings: the cartridge compartment was cracked at the threads with a piece of the case missing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the cartridge compartment was damaged. This report is made based on results of investigation completed on 29-jun-2017.